Event description:
In 03/2003, a destination therapy pt was implanted with a vented electric left ventricular assist device. In 01/2004, the transplant coordinator contacted the manufacturer, reporting that while changing the pt from the power base unit (pbu) power to batteries, the lvad had stopped pumping. This had happened when one power cable was disconnnected from the pbu. There was no effect on the pt during this event. The hosp biomedical personnel had found the internal battery to be dead. The batteries were replaced along with the pbu. This destination therapy pt remains ongoing on lvad support at this time.